Manufacturer narrative:
Medical device lot #: 8085123 does not match with the reported medical device catalog# so the manufacture and expiration dates are unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd syringe luer lok tip with graduations has been found experiencing difficult plunger movement before use. The following has been provided by the initial reporter: too tight to push.